Manufacturer narrative:
The t:slim user guide states: humalog® and novolog® have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog® was tested for up to 48 hours as labeled, novolog® was tested for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (300s mg/dl) and a bolus was delivered to address the bg level. Reportedly, the customer changed out the pump supplies every 6 days. Tandem customer technical support (cts) informed the customer that the insulin should be changed every 72 hours if using novolog in the cartridge. A cause of the past high bg could not be determined, cts advised the customer to discuss the event with a healthcare provider.